Manufacturer narrative:
The patent's age, gender and weight were not provided. (B)(4). The approximate age of device: 37 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was started on extracorporeal circulatory support on (B)(6) 2017. It was reported that console had a "s3" system alert and the pump stopped. The patient became asystolic. The system was able to be emergently changed to a backup console and motor. The pump head was not exchanged. It was reported that the patient was revived with no sustained injury. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported event of a centrimag console system alert and unit stopped functioning was not confirmed during the analysis. Technical services did not confirmed the reported issue and the unit was found to be functioning properly. A full functional test was performed and the returned console passed. The unit is returning to customer site. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.